Event description:
During a follow-up in clinic, there was decreased sensing and an increased capture threshold noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the device had migrated in the pocket and caused both the rv and right atrial (ra) leads to dislodge. A surgery was performed to address the dislodgement and the sensing value of the ra lead decreased. Both leads were then explanted and replaced. When the new leads were being reconnected to the old device, the rv lead could not be placed in the device header, so the device was also replaced. The patient was stable following the procedure and suffered no adverse consequences due to the event. Related manufacturer report numbers: 2938836-2018-10423, 2938836-2018-10424.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of decreased sensing could not be confirmed.